Event description:
A hospital infection control nurse reported that a patient infected with a pseudomonas was examined with a bf-p240 bronchoscope in 2001. She stated that the pseudomonas contained a unique antibiogram (set of antibiotic sensitivities). The next day the bronchoscope was used to remove a foreign body from another patient's lungs; no bronchial lavage samples were obtained. The next day the original patient underwent a second procedure with the same bf-p240 bronchoscope. According to the infection control nurse, subsequent bronchial lavage samples were obtained 4, 6, and 7 days following procedure from patients examined with the bf-p240. The samples were contaminated with pseudomonas and included the same antibiogram as the one cultured from the patient examined initially. None of the three patients examined with the bf-p240 on 4, 6, and 7 day following procedure had a clinically obvious pseudomonas infection either before or after the procedures. These incidents are being considered as a series of "pseudoinfections". Antibiotic treatment was required for the initial patient and second patient while treatment for the two outpatients was not required.